Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 500 mg/dl range. Insulin injection and a bolus was delivered to address bg. Contact did not know cause of event. As the event occurred in the past, tandem technical support was unable to determine a possible cause of elevated bg. Recommendation was made for the customer to discuss elevated bg with a healthcare provider.